Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the pump has not been exposed to temperatures below 41°f (5°c). The customer is not using a 620 or 640g pump with software version 2.6. The customer has not previously called to report the power error detected alarm. The customer was advised to follow the after call steps to resolve the power error detected alarm. The customer will monitor the pump. The insulin pump will not be returned for analysis